Event description:
The customer reported that during the process of powering the agilia infusion pump on, they encountered an error 51 (0002). Technical error 51 (0002), is a speaker error and can potentially occur during infusion which will trigger the pump to stop. The product manager verified with the customer that the device did have an error 51. The customer stated they powered off the device and powered it back on without the error reoccurring. The device was not returned for service or further evaluation.